Event description:
New propofol gtt started per orders for sedation. Rn noted drop in a line pressure. Alaris pump with correct rate, but medication flowing through chamber. Rn stopped and opened channel, clamped tubing, and ensured medication was stopped. Rn restarted levophed gtt and monitored patient.